Event description:
Event description guidant received information that this implantable transvenous defibrillation lead, implanted 2 months exhibited fluctuating and gradually increasing shock lead impedance measurements. The impedance was 45 ohms at implant and has increased to 105 ohms, then 54 ohms, and then >125 ohms.